Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had outflow graft thrombosis. Log files were submitted for review and captured pulsatility index (pi) events on 28aug2024. In additional the event log also captured 1 momentary low flow estimate with high pi at 04:51. It was additionally reported that the computed tomography (CT) scan was performed that suggested extensive thrombus in the outflow graft. The clinic was not sure if it was just timing with the contrast as the patient had very stable flows, stable power, and normal lactate dehydrogenase since implant.

Event description:
It was additionally reported that there were no changes in patient condition, however the patient's home blood pressure was greater than 130 for a couple of weeks. The patient had some low flow alarms noted when the systolic blood pressure (sbp) was greater than 120. It was confirmed that the CT scan noted a moderate to severe amount of thrombus within the outflow cannula. The treatment and plan of care was to control the sbp to less than 120 mm hg and the patient was instructed to page for any low flow alarms.

Manufacturer narrative:
H6 - adverse event problem coded updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected manufacturer's investigation conclusion: the reported event of thrombus within the outflow graft could not be confirmed through this evaluation as the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), remains in use and no images were submitted for evaluation. Analysis of the submitted log files did not confirm low flow alarms; however, the account reported that low flow alarms were noted when the patient¿s systolic blood pressure was greater than 120 mmhg. A direct correlation between the hm 3 lvas, serial number (B)(6) and reported events could not conclusively be determined. Evaluation of the submitted log files revealed no notable events or alarms. The pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.